Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [vlv evolutfx] product ID [evolutfx-29] serial/lot [(B)(6)] use by date [2025-05-27] UDI [(B)(4)]. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the dissection occurred during the implant procedure. Per the physician, the cause of the dissection was due to the strut of the valve on the inflow side hitting the aorta when the valve was recaptured. The valve was recaptured 2 times because the implant position was too deep. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the dissection. No additional treatment was provided for the dissection because the valve compressed the dissection. Additionally, the thrombus was in the ascending aorta, and the valve was implanted inside the patient¿s native annulus. Heparin was administered during the procedure, and the patients activated clotting time was monitored every 60 minutes. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; and implant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a dissection of the ascending aorta was suspected. Post-operative computed tomography (CT) evaluation showed thrombo-occlusive aortic dissection of the ascending aorta. The patient was transferred to high care unit (hcu) for follow-up. No additional adverse patient effects were reported.